Event description:
I was having pelvic pain, painful intercourse, headaches, hip andamp; joint pain, leg pain. I ended up with a vit d and b12 deficiency, I also found when I had them removed that one of the coils had been poking my uterus.